Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 (B)(6) intended for use in treatment was returned. The exterior condition shows no wear. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. The drill attachment functioned as expected without any resistance issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that after replacing both the camera and the cori console, cori sawbone lab/demo was planned and the long attachments were checked respectively with a bur. The bur was inserted in the long attachment to see the resistance presented to the bur, and three long attachments presented resistance. The bearings within the attachments could have an excess of epoxy likely creating friction when spinning the bur which can also create heat. This explains why some of the bur attachments are much hotter than others while burring. No patient was involved. No other complications were reported.